Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that upon interrogation a tachycardia event was noted to have been recorded exhibiting noise on the right ventricular lead. Lead testing was done and noted no damage, no noise, or impedance changes were noted. The physician opted to change the device. The patient was discharged.